Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized for a heart attack. The dates of the hospitalization are unknown. The customer's blood glucose level at the time of the report was 250 mg/dl. The customer believes her insulin pump's settings were changed while she was hospitalized since she was wearing it at the time. The product is not being returned. Nothing further was reported.